Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue medication. A technical support specialist checked item management information and asked user to add the item to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, it did not display the medication on the patient's profile and prevented the user from accessing medications for a patient. The customer reported that the user was unable to issue banophen (diphenhydramine) 50mg capsules located in bins 06 09, 10 and 11 for a patient. There were no adverse events or injuries reported based on this incident.